Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was unable to duplicate the reported autofill failure. However, the stm observed damage to the back of the console. The stm has advised that there was no internal damage to the iabp unit due to the console cover being damaged, and the issues are not related. To correct the issue, the stm replaced the console cover and broken slide handle assembly. Subsequently, the stm performed all iabp diagnostic tests and the iabp unit failed the battery runtime test. It was noted that the customer was notified of the battery failure; however, the customer has declined battery replacement at this time. The iabp unit passed all other functional and safety tests to factory specifications and was returned to customer for clinical use.

Event description:
It was reported before use, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure. In addition, it was reported that there was damage to the console cover. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The correct event site name & address: (B)(6).

Event description:
It was reported before use, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure. In addition, it was reported that there was damage to the console cover. There was no patient involvement and no adverse event was reported.